Event description:
The event is reported as: there is a fracture on the tube head in the plastic part on the blue plug of the double-swivel adaptor. The part was leaky. No pt injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.